Event description:
The pt called lifescan (lfs) and alleged that their meter was reading inaccurately low. Medical affairs spoke to the pt's and obtained/verified the following info. The pt tested in the evening and obtained a result of 141 mg/dl. They reported that they did not take their evening dose of insulin, which is 20 units of novoloin 70/30. The following morning they woke up feeling dizzy. They tested their blood glucose and obtained a result of 141 mg/dl. They skipped their morning dose of insulin, which is novolin 70/30 45 units. They ate breakfast and then went to the hosp because they still felt dizzy. At the hosp their blood glucose was tested on the hosp meter and the result was 401 mg/dl. The pt's was treated with insulin and released the same day. This use error may have contributed to the hyperglycemia as the pt withheld their daily doses of insulin based on the meter results which may have been incorrect (the meter read 141mg/dl in the morning while the pt was symptomatic). A replacement meter has been sent to the pt.